Manufacturer narrative:
The device was not returned for analysis. However, we were informed that the technician on site has replaced the pressure sensor assembly and as a results, the device functioned as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: the device cannot passed the autozero cal when we did the tsw, and we have replaced the brand new msp161228 on (B)(6) 2022. We confirmed that the pressure sensor board was broken. No patient harm occurred.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will not report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root-cause is defective pressure sensor assembly. There was no patient or user harm. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: the device cannot passed the autozero cal when we did the tsw, and we have replaced the brand new msp161228 on (B)(6) 2022. We confirmed that the pressure sensor board was broken. No patient harm occurred.